Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. During the procedure, the patient's IV was not functioning early in the procedure resulting in low heparin administration and a low activated clotting time (act). IV had been fixed and act had returned to normal after successful placement of the clips, when the steerable guide catheter (sgc) was withdrawn into the right atrium, a thrombus was observed on the septal puncture site. Upon further analysis in echocardiogram, the clot had disappeared. No additional medication was administered. There were no clinical signs or symptoms due to the thrombus. The procedure ended with mr reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported thrombosis appears to be related to procedural conditions (patient did not receive adequate heparin early in the procedure). The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.